Event description:
It was reported that the patient evolved with important digestive hemorrhage. Readmitted for evaluation, requiring blood transfusion.

Manufacturer narrative:
(B)(4). Batch # unk. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. What were the indications for the primary surgical procedure? Please provide details as to what is meant by ¿gastroplasty". How was the post operative hemorrhage identified? Was the site of the hemorrhage identified? Was there any difficulties with the device intraoperatively? Was there any additional medical or surgical interventions required other than the blood transfusion? Could you please provide a timeline of events from primary procedure to post op bleed? An analysis of the product could not be performed since a physical sample was not received for evaluation. A manufacturing record evaluation was performed for the finished device lot/batch number, and no non-conformances / manufacturing irregularities were identified. As part of ethicon's quality process, all devices are manufactured, inspected, and distributed to approved specifications.